Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown, serial#: unknown, product type: unknown. Other relevant device(s) are: product ID: neu_unknown, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received dilaudid (unknown concentration and dose) in an implantable pump for non-malignant and spinal pain. The patient had been in severe pain for the past two weeks because the health care provider (hcp) accidentally turned the pump off. The hcp reportedly did not know how to program the pump to get it back on. The hcp's office could not get in touch with the manufacturer representative. The patient had been bed ridden from pain since the issue due to neuro muscular disease. It was stated the hcp "got it dialed in on (B)(6) 2019" and the patient was feeling better the day of (B)(6) 2019. No further complications were reported/anticipated.